Event description:
It was reported on (B)(6) 2009 that pt was not able to adjust stimulation and never had therapeutic effect. It was further reported that although the trial seemed positive, the device was not effective. It was later reported that the device was explanted.

Manufacturer narrative:
(B)(4).